Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-20056. It was reported, the pt's ipg is non-responsive as the pt has not charge the sys in the past year or the ipg in 3 months. The pt reported, the sys did not provide adequate stimulation where needed since the permanent trial. Reprogramming attempts were not successful. The pt is not interested in surgical intervention or any add'l options to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.